Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by mammography, ultrasound and MRI. Healthcare professional later reported " patient developed recurrent sagging of her breast and mild superior displacement implant" and "dense breast tissue with preimplant fluid raising suspicion for underlying implant rupture diagnosed by ultrasound". This record is for the left side. Device has been explanted.

Event description:
Capsulotomy performed.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events migration, visibility/palpability and rupture was received on july 03, 2025, with lot number 2324882. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe this condition. As per the investigation procedure, wear abrasion and non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.